Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the philips remote service engineer reviewed the system remotely and confirmed that system's software unable to load. A philips field service engineer (fse) was subsequently dispatched to the site and reviewed the logfiles, it was found that the xray pc data disk was defective and there was no x-ray available. To resolve the issue, the fse replaced the x-ray pc data disk and reloaded the software. Following these actions, the system was restored to normal operation and returned to good working condition. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's software was unable to load when turned on, which can indicate an issue with booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.